Event description:
It was reported by service report that the fowler will not go up or down. The fowler lower part where it connects to the crank arm link was bent, due to heavy pt. No adverse consequences are reported.